Manufacturer narrative:
H10: device evaluation: one pump device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that both tamper seals were intact upon receipt. The device was received in good condition with no signs of external damage. An error code was present in the event history log (ehl). After the power up process, audio and occlusion tests, the customer reported issue was not confirmed, no primary audible alarm could be duplicated, and the adc counts were within specification. The root cause of the reported event is undetermined as no fault was found and no repair was needed. Performed power up process preventive maintenance, audio test and all functional tests which passed. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record (DHR) review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Other text: b5: describe event or problem: updated with additional information received. D10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updates are not required. H10: a sample has been received by manufacturing and investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional information was received by the manufacturer on 14-oct-2022 via email and attached to the complaint object: the event did not happen while in patient use.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device alarmed a primary audible alarm during bridge test. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.